Event description:
Though I selected only one date above in reality the problem happened every time the truepoint generic blood glucose test strips were used. I am a nurse so I always read and follow product directions as accurately as possible. I have a onetouch ultra mini glucose meter for which these test strips were listed as being compatible. Multiple attempts to use these strips resulted in results shown to be at least 15 mg/dl less than a comparison test using blood taken from the exact same fingerstick (contemporaneously) and using the original (non-generic) onetouch ultra strips. Of course during each test I set the meter to the proper code as listed on each respective product. Expiration dates were also reviewed. Finally reviewed also was the fact that the truepoint box reflected that an additional part of compatibility was that the product had to be used with "meters purchased before april 2016". Further when using the original onetouch ultra strips I was able to run a control test using the original onetouch ultra control solution. In then tried multiple times to contact the customer service number listed on the package insert for the truepoint tests strips (during the time frames listed) and not once could I reach someone at customer service: the phone simply rang and rang. I tried to contact truepoint because their insert stated that only truepoint control solution should be used to test accuracy; however I was unable to find the truepoint control solution anywhere - including on amazon where I bought the truepoint tests strips. In my opinion this product is a risk to persons who do not do a test comparison or who do not consider the importance of a test solution to verify accuracy of a product. Clearly test results impact the proper use of insulin injections. I did of course look at the performance characteristics/accuracy chart listed on the product's insert and noted the +/- test site accuracy. However if a company is going to offer a medical product likes tests strips that are of critical importance in the proper use of insulin dosing then that company should at a minimum have customer service that both responds promptly to customer problems and that makes their control solution for validating accuracy readily available. The original onetouch strips are very expensive and so of course patients are going to look for affordable test strip alternatives but many patients likely won't go through all of testing and reading I did. Long term lack of proper insulin dosing based upon extraordinarily low results would leave a patient suffering the ravages of uncontrolled glucose. Thank you for your kind consideration.